Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient suffered serious bodily injuries, including extreme pain, infection, dyspareunia, and urinary problems. All other information, including the patient's current condition, is unknown and reportedly unavailable.